Event description:
The pt stated, that his blood glucose was elevated to 400 mg/dl in 2007. He wanted to know if his infusion set could have caused the elevated blood glucose. The pt did not report any symptoms of elevated blood glucose. He stated that his blood glucose is typically below 250 mg/dl. He stated, he injected insulin via syringe to lower his blood glucose. He stated that, he found a larger air bubble in the insulin cartridge. To troubleshoot the pt was advised to remove his infusion site. The pt reported that the cannula was kinked. He stated that he has never used this type of infusion set before and he inserted the cannula very slowly. The pt was educated on the proper technique for inserting the infusion site. The pt stated that, he does not have much adipose tissue on his abdomen. The pt was offered samples of a different type of infusion set. Upon follow up, the pt stated his blood glucose was fine. The pt did not required medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.